Manufacturer narrative:
The impella cp was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old female patient presenting with acute myocardial infarction and cardiogenic shock for support with the impella cp device. On day 3 of support, the patient developed an ischemic stroke. The physician felt the impella may have had a causal or contributory relationship.